Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mmx30mmx143cm nc quantum apex¿ balloon catheter was advanced for dilation. However, on the second inflation for 60 seconds, the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.